Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator upgrade. During the procedure the implantable cardioverter defibrillator's right atrial lead set screw would not loosen. It was unknown if the set screw was stripped or frozen stuck. A drill was used to remove the set screw from the other side of the header successfully. The device was explanted and replaced. The patient was stable throughout.